Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the wall of the balloon indicating that the stent was crimped onto the balloon at the manufacturing facility. The balloon was then successfully inflated to nominal pressure and subsequently to rated burst pressure with a satisfactory performance of the balloon. Full and stable balloon inflation was observed during the examination. The balloon was then deflated with the deflation time within the specified performance time per the product specifications. A visual and tactile examination found multiple severe kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found a compression failure of the inner wire lumen within the balloon chamber, distal to the distal markerband. This type of damage observed may have been caused by the guidewire during advancement/withdrawal. This damage to the wire lumen did not affect the performance of the balloon inflation/deflation. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR 2134265-2014-05821. It was reported that the balloon failed to deflate. Patient presented with a myocardial infarction. Vascular access was obtained via the radial artery. The lesion being treated was located in the left circumflex (lcx) artery. A 32x2.75mm synergy stent delivery system (sds) was used to treat the distal portion of the target lesion. However, post-deployment of the stent the balloon failed to deflate. The physician used a syringe to deflate and removed the balloon successfully; however, it remained partially inflated. The inflation device was exchanged. Then the physician advanced a 32x3.0mm promus element plus sds to the target lesion. However, post-deployment of the stent this balloon also failed to deflate. The physician again used a syringe to deflate and removed the balloon successfully, while partially inflated. Changes in the electrocardiogram were noted. Post procedure the patient's condition was listed as stable. This product is only ous approved but it is similar to an approved us device.

Event description:
Same case as MDR 2134265-2014-05821. It was reported that the balloon failed to deflate. Patient presented with a myocardial infarction. Vascular access was obtained via the radial artery. The lesion being treated was located in the left circumflex (lcx) artery. A 32x2.75mm synergy stent delivery system (sds) was used to treat the distal portion of the target lesion. However, post-deployment of the stent the balloon failed to deflate. The physician used a syringe to deflate and removed the balloon successfully; however, it remained partially inflated. The inflation device was exchanged. Then the physician advanced a 32x3.0mm promus element plus sds to the target lesion. However, post-deployment of the stent this balloon also failed to deflate. The physician again used a syringe to deflate and removed the balloon successfully, while partially inflated. Changes in the electrocardiogram were noted. Post procedure the patient's condition was listed as stable. This product is only ous approved but it is similar to an approved us device.